Event description:
Patient's aortic neck length measured 12mm (off-label). On (B)(6) 2009 patient had initial implant of a 28-16-120bl bifurcated device and a 28-28-95rl. At follow up a proximal type I endoleak was noted on CT and angio. On (B)(6) 2010 patient was brought back to the hospital for implant of an aortic stent which resolved the type I endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck length of 12mm is off-label.